Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer was admitted to the intensive care unit (ICU) with a blood glucose of 52 mg/dl; cause was not known. Before being hospitalized, the customer consumed carbohydrates to resolve the issue. In the ICU, the customer was treated with intravenous fluids and saline. The customer was released from the hospital on (B)(6) 2024 with the issue resolved and no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended.